Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed there were no anomalies found. Blood was present in/on helix mechanism and sleeve head. The helix was found to be distorted/bent. There was apparent implant damage. (B)(4): the full lead was returned and analyzed. Primary results revealed that the helix disengaged from helical channel. Blood was present in/on helix mechanism. (B)(4): the device was returned and analyzed. Results revealed there were no anomalies found. (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis results revealed there was oversensing. Multiple short ventricular-ventricular sensed events of < 220 ms were observed on (B)(6) 2010. (14 episodes non-sustained tachycardia). In addition, interference/noise was observed. High ventricular-sensing integrity counter (v-sic) counts were observed with 98 counts on the v-sic counter, all of these counts occurring since (B)(6) 2010. It was also noted that lead integrity alert (lia) had triggered. Lia triggered on (B)(6) 2010.

Event description:
It was reported that on initial implant attempt the right ventricular (rv) lead was attempted to be repositioned but the helix would not extend or retract. The rv lead was explanted and replaced. It was further reported that one day post implant the lead integrity alert (lia) was triggered due to noisy artifact, oversensing and unnecessary shock, possibly due to a loose connection. Both the device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.